Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The patient felt the wire pull and experienced soreness in the center of his spine. It was as sore as a boil and could not sit on the toilet seat. The patient has been to his health care provider (hcp) several times and was told to rub something on it. The company representative reported on (B)(4) 2014 that system impedances were ran and all impedances were within range. The system seemed to be working fine. The issue had more to do with the location of the battery. The patient¿s doctor examined him and suggested rubbing a cream on the pocket as the first step. The patient was told to follow up with his doctor in a couple weeks to determine any further action. Additional information received reported the patient has a consult appointment scheduled with their health care provider (hcp). It was further noted the manufacturer representative spoke with the patient and the patient stated they are no longer in pain. It was further reported that the patient had been in pain since implant. Over time, the pain had worsened. The patient could not even sit down. The patient thought when they did the implant surgery they put the lead in too tight and it was sore. Over time the pain got worse. In the month prior to the report the patient had been experiencing a feeling as if something had been pulled loose between their implantable neurostimulator (ins) and the center of their spine. The patient was redirected to their physician. It was later reported that the patient was still having concerns regarding his device or therapy but was working with his doctor or medtronic representative. He would have a new battery put in on (B)(6) 2014.